Manufacturer narrative:
UDI number: (B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
The ICD has been replaced because of fsca premature battery depletion with ICD ¿ (B)(6) 2016. The device has been replaced not because of premature battery discharge. Patient condition were good and stable before and after the procedure. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.